Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that only the body of the device and suture with posterior needle were returned. The needle plunger with anterior needle, link, anterior cuff, and posterior cuff were not returned for analysis. Examination of the foot detected no needle strike marks. There was no damage detected with the returned components. During testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory and the lever operated the foot normally. During manufacturing, to assure that all products perform according to specifications they are subject to an inspection. Additionally, the needle trajectory of each device is inspected indicating the needle trajectory was not a contributing factor in the event. The analysis confirmed a posterior needle-to-cuff miss occurred as indicated by the return of the complete suture without the posterior needle attached. The posterior needle tip was undamaged with no evidence of engagement or detachment with the posterior cuff. Based on the device analysis, inspection criteria, and reported information, the reported needle-to-cuff miss in this case appears to be related to the operational influences during use. The analysis of the returned components found no indication of a product quality deficiency that would contribute to the reported needle-to-cuff miss. A search of the lot history record for the reported lot revealed no nonconforming material record relevant to this event. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.